Manufacturer narrative:
(B)(4).

Event description:
The patient never experienced therapeutic effect. The device has helped his walking a little but he has lost his voice. Additional information has been requested.